Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported false air in line alarms. The customer reported false air in line alarms were found through a review of event history log, but not reproduced during evaluation as. The cause was determined to be cracks in the ultrasonic flex tail, the ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false air in line alarms. There was no patient involvement. No additional information is available.